Manufacturer narrative:
Continued type of investigation code: b15, b17, b20. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 2 syringes of juvéderm¿ voluma¿ with lidocaine. The patient began to feel "gradual pain" 2 weeks later. The following week, the patient complained of "sharp pain" in the right cheek. Upon review, a "possible lump" was noted. The filler was massaged with slight improvement and the patient was treated with tylenol/advil prn and warm compress prn. Redness began a month later and infection was visible to the naked eye 2 months post-injection. Event is ongoing.